Event description:
When the stent was presented to the field it would not flush properly so the surgeon did not use it. Product did not have patient contact. The failed product is available to return to the manufacturer.